Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While trying to do the performance check, the limit adjust would only go to 25 cmh2o. The spec is 12 cmh2o maximum. There was no pt involvement.